Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found a tear in the seal near the guide ring of the sutureless connector.

Event description:
Additional information was received. It was reported that the drugs found in the patient¿s blood were 0.24mg diazepam, 0.053mg morphine, 0.11mg triazolam, 3.1mg amitriptyline, and an unknown amount of nortriptyline. It was stated that the individual who committed suicide was a pharmacist by trade and would ¿know what drugs to take¿.

Manufacturer narrative:
(B)(4). The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a patient death and the cause of death was ¿multiple drug intoxication.¿ it was also indicated that there was no pump performance issue. Eight days later, the reporter stated that she was not sure what the cause of death was, but it had reportedly sounded like a suicide. The patient was found dead on (B)(6), though the exact date of death was unknown. It was discovered that the patient had passed away because he did come to his appointment on (B)(6). The patient¿s pump was used to deliver a 10mg/ml concentration of morphine at a rate of 7.513mg/day and there was no other drug in the pump. It was also reported that the patient had been taking one to two percocet pills every four to six hours as needed, though the reporter wasn¿t sure if the patient had actually been taking the pills at the time of death as the prescription hadn¿t been refilled since (B)(6) 2013.